Event description:
2024-sep-19 (B)(4) (con): information was received from a patient regarding an external device. The reason for call was patient reported they started to charge the implanted neurostimulator yesterday and it got to 50% and the message software problem intellis, 3.6, 243, qf port came up. Patient stated they tried every way they could think to shut the controller down and they could not get the controller to charge up at all now. Patient provided alternate shipping address. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing and message cleared. Controller show implanted neurostimulator 50%, controller 0% and recharging. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage on the rtm but the paddle felt very, very warm yesterday when they were charging the implant. Patient mentioned controller was replaced before. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.